Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. There was no indication of troubleshooting or the issue being resolved during the call. The customer's blood glucose level was not acquired. It was indicated that the insulin pump will be replaced. The customer called back four day after the initial call and reported that they had to visit the emergency room due to high blood glucose, as the insulin pump stopped working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self, unexpected restart error, displacement accuracy and displacement tests. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device was received with cracked case at the display window corners, cracked reservoir tube window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and scratched case.